Manufacturer narrative:
S/w version unknown. Retainer ring black. Case type ngp. Customer returned pump for an alleged frozen screen and exposed to moisture alarm on 28-feb-2023. Pump received with an unresponsive keypad. Unable to perform displacement test and self test due to unresponsive keypad. Thump software was utilized and downloaded trace/history files properly. No damage noted to keypad assembly and j1 connector on pcba1 was locked properly during visual inspection. Pump failed keypad voltage test with select button measurement of 0.5 v and right button measurement of 0.6v. Frozen screen was not note during analysis. Pump was cut open to perform visual inspection and moisture damage was found on the pcba 1, pcba 2, force sensor, motor, harness assembly vibrator and keypad flex tail. Additionally corroded battery tube was noted during inspection. The following were noted during visual inspection: cracked case behind the pump at the battery compartment, cracked battery tube threads and pillowing keypad overlay. Keypad unresponsive/button error alarm confirmed due to low impedance circuit. Frozen screen was not confirmed. Moisture damage confirmed at pcba 1, pcba 2, force sensor, motor, harness assembly vibrator, battery tube and keypad flex tail. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that since the consumer was swimming in the pool at the time of the occurrence, the insulin pump lcd became frozen due to moisture exposure. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.